Event description:
Customer stated, "she was in bed laying on the pad. She saw a spark come out of the switch" the product was returned for investigation. The product was approx. 7 years and 8 months old when the incident occurred. An investigation was done to look into the customers complaint. The inspector found that the pad was being misused. Pad was bunched, stained and was being folded. Customer admitted to laying on the pad. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds". The inspector observed a cut on the cord near the strain relief. This was the source of the sparks. Based on feedback analysis, bce did not observe a similar issue within the lot.